Manufacturer narrative:
(B)(4). Concomitant medical products: 00652804800, acetabular cup, 60087600. Unknown liner, unknown. The 00902602900, cocr femoral head, 19646640. The 00652404525, canc self-tap screw 4.5x25lg, 65560100 (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00139, 0001822565-2018-00141. Remains implanted.

Event description:
It was reported patient underwent right hip arthroplasty. Subsequently, the patient underwent a revision procedure due to polyethene wear and osteolysis. The cup, head, and liner were replaced, and the stem was left in place. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Sterile date is unknown. Review of sterile certificate indicates the product under went sterilization. The complaint was confirmed as the medical records stating that the patient was revised due to osteolysis and wear. There was significant osteolysis between the tronchaters. The acetabulum was inspected and concluded that there were deficits contained, apart from a portion of the lip posterior which was a bit deficient. Osteolysis was observed on the acetabulum as well. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.